Event description:
It was reported that surgeon performed plating of a distal tibia fracture on (B)(6) 2014. Upon viewing an x-ray during a follow-up visit the medial distal tibial plate was found to be broken. It was reported that the facture was in a delayed healing non-union/malunion state which was noticed during surgery. A revision surgery was completed on (B)(6) 2014 to explant the broken plate an unknown number of intact screws and two broken (3.5 locking screws) were removed. No fragments were generated from the broken plate and screws. Patient was revised with one (2.7/3.5) distal tibial plate the surgery was completed successfully without any time delay. Patient status/outcome was unknown. This report is for 2 unknown locking screws this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 locking screws, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.